Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). A 5.0 x 150 mm 200cm ranger dcb balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.